Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of endophthalmitis post operatively. The surgeon provided that it was a "standard phaco procedure". A vitrectomy was performed and the pt was treated with antibiotics. The pt is "doing well". Additional information has been requested.